Manufacturer narrative:
The graft was returned for evaluation and it was noted that the graft had been altered/cut by the surgeon, therefore we are unable to evaluate for the graft having an abnormal shape. Three tears were noted on the returned sample which coincides with the reported condition of sutures pulled through the graft. Measurements were taken and the sample was found to meet specifications. A review of the manufacturing records confirms that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot. At this time a definitive root cause cannot be determined, davol will continue to monitor for similar complaints.

Event description:
The following was reported to davol: prior to use in the patient during graft preparation the doctor alleged that the item appeared to be irregularly shaped, the graft was cut to size and during suturing, prior to implant the needle/suture pulled thru the graft as a result the graft was not used in the case.